Event description:
On (B)(6) 2022, the lay user/patient contacted lifescan (lfs), alleging that her onetouch verio reflect meter was displaying an error message of ¿error 4¿. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained after customer care (cc) listened to the call recording as the patient was unable to be reached by phone for follow-up questions. The patient reported that the alleged error messages began to appear in the morning of (B)(6) 2022. The patient manages her diabetes with pills and diet and/or exercise (metformin up to 500 mg, 4 to 5 times a day) and stated that she skipped 2 doses due to the alleged issue. The patient also indicated that due to the subject meter displaying errors, she felt so stressed and didn¿t make any changes in her medication as she usually would have done depending on her readings. The patient claimed that around midday on (B)(6) 2022, she started developing symptoms of ¿feeling weak, dizzy, dry mouth, vomiting, low blood pressure (88/44) and lack of energy¿. The patient was ¿unconscious¿ for around 12 hours, then her husband woke her up around midnight and treated her with chicken soup and she was able to take her metformin. The patient reported that after treatment around midnight, she obtained a blood glucose reading of ¿200 mg/dl¿ on another unspecified meter. At the time of troubleshooting, the customer care agent (cca) noted the subject meter was not being used for the first time. The cca walked the patient through a test and ¿error 2¿ appeared on the subject meter. The cca educated the patient on what error 2 and 4 mean and about storage of the test strips. The cca completed troubleshooting with a new vial and the patient was able to receive a reading. The cca established that the errors were caused by the test strips. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.